Manufacturer narrative:
The insulin pump had blank display and constant tone alarm due to moisture damage on electronics. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm, unexpected restart alarm due to blank display. No vibration anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a constant tone, an unexpected restart, and an additional error alarm. Blood glucose level at the time of the incident was 320 mg/dl, which was treated with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.